Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
Customer reported that the clearlink continu-flo is loose below the 3rd fold extension even after tightening all connections causing leakage. The reported condition occurred during patient use. No patient injury or medical intervention occurred. The sample has been discarded. No additional information can be provided.

Manufacturer narrative:
The sample is not available for evaluation. A follow up MDR will be submitted upon completion of the batch review. (B)(4).